Event description:
When pulling the cap off the abg(arterial blood gas) needle, it wouldn't come off and the employee ended up sticking herself with the needle. There have been several issues, and the techs have been opening multiple kits. It's like the caps are melted onto the needles.